Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) that it hurt and the patient felt like they had a kidney infection. The consumer was advised to contact their healthcare provider (hcp). A follow-up appointment was scheduled for (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.